Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : medical device serial #, device manufacture date. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of heparin ((B)(6) units (B)(6)). Infusion was initiated at 1900. The heparin was intended to infuse at a rate of (B)(6) hour. At approximately 2020, the clinician identified heparin infusion bag was empty unexpectedly soon. It was noted that the patient had "high ptt levels" for 4 hours following the event. The infusion of heparin was resumed at 0230 the following morning. There was patient involvement, but no harm.

Event description:
It was reported that there was an over infusion of heparin (B)(4) units/250ml. Infusion was initiated at 1900. The heparin was intended to infuse at a rate of 13.8ml/hour. At approximately 2020, the clinician identified heparin infusion bag was empty unexpectedly soon. It was noted that the patient had "high ptt levels" for 4 hours following the event. The infusion of heparin was resumed at 0230 the following morning. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.